Event description:
On (B)(6) 2015, the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) of 400mg/dl with polyuria and polydipsia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. There was no pump defect found during troubleshooting. However, a definitive cause for the alleged bg excursion could not be identified. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.